Event description:
The customer reported that the analyzer produced a lower than expected beta-hcg result on a quality control sample. A field engineer visited the site and performed maintenance on the instrument. There was no report of patient harm as a result of this occurrence.